Event description:
Asr revision - asr xl - unknown hip. Reason for revision: component loosening metal reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Asr xl - unknown hip. Reason for revision: component loosening & metal reaction. (B)(4). Update: amended original surgery date, added side hip to be revised, added surgeon name and further reason for revision. Received: november 15th 2012. Hip(s) to be revised: right. Reason(s) for revision: component loosening & metal reaction and pain. Update received 4th august 2014. Additional hospital and surgeon added. Status amended to "legal". Kid number added. Surgery date amended in line with (B)(4) incident report.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr xl - unknown hip. Reason for revision: component loosening & metal reaction. (B)(4). Update: amended original surgery date, added side hip to be revised, added surgeon name and further reason for revision. Received: november 15th 2012. Hip(s) to be revised: right reason(s) for revision: component loosening (cup, stem and head) & metal reaction and pain. ***update received 4th august 2014. Additional hospital and surgeon added. Status amended to "legal". Kid number added. Surgery date amended in line with (B)(6)*** update received 29th august 2014. Both femoral head and cup are confirmed to have been loosened. Query response received 8th september 2014. Stem was also loosened. Update 28 nov 2014: rec'd legal letter, additional dr, alleged reason for revision: increasing metal ions. Also added expiry dates for all products. All updates are alleged as solicitor's letter is derived from a template.